Event description:
The customer notified gambro in 2006, of a possible hemolysis incident, which occurred. The pt required hospitalization and rec'd 3 units of blood. The pt was scheduled for a 3.25 hr hemodialysis treatment. Pretreatment assessment revealed that the pt was ambulatory with no complaints offered. The pt's treatment was started at 6:30 am. At 7:32 am the pt complained of abdominal pain, the at 8:17 am the pt complained of nausea. The pt was given 50 ml of normal saline and target loss on the phoenix machine was put in to minimum ultrafiltration. At 8:25 am the pt vomited 200 ml of emesis and 8:35 am the pt requested that the treatment be stopped. The blood in the extracorporeal sys was returned to the pt. At 8:40 am the pt was complaining of chest pain. She was started on oxygen and given a nitroglycerin tablet sublingual. The pt's nephrologist was notified and the staff was instructed to take the pt to the ER.